Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: salt accumulation)/block drainage lumen/no drainage eye. The device was returned for evaluation. The lot number is unknown. Therefore, the device history record could not be reviewed the instructions for use were found adequate and state the following: sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon burst. Do not aspirate urine through the drainage funnel wall. Single patient use only. Do not reuse and resterilize. For urological use only. Use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the doctor did 4 insertions of foley catheter but out of four insertions, the balloon of the foley catheter was burst 3 times after filling with recommended amount of water. Doctor did a total of 4 idc insertion for patient. They first inserted a 14f balloon, after insertion, doctor tried tugging a bit of the catheter to ensure that it was fully lodged in patient, however, balloon had slipped out. Nurse noted that the balloon area had burst and the catheter discarded. The second insertion was a 16f balloon. After insertion, doctor tried tugging a bit of catheter again, this time catheter seemed to be in place. However, once patient stood up, the catheter had slipped out. Realized that balloon had burst. The third insertion was as same as 2nd insertion and the fourth insertion was with a 14f foley catheter that had no incident.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the doctor did 4 insertions of foley catheter but out of four insertions, the balloon of the foley catheter was burst 3 times after filling with recommended amount of water. Doctor did a total of 4 idc insertion for patient. They first inserted a 14f balloon, after insertion, doctor tried tugging a bit of the catheter to ensure that it is fully lodged in patient, however, balloon has slipped out. Nurse noted that the balloon area had burst and the catheter discarded. The second insertion was a 16f balloon. After insertion, doctor tried tugging a bit of catheter again, this time catheter seems to be in place. However, once patient stood up, the catheter has slipped out. Realized that balloon had burst. The third insertion was as same as 2nd insertion and the fourth insertion was with a 14f foley catheter that had no incident.